Event description:
Account alleges when the resolve was initially placed to drain the renal cyst. Physician then chose to do a renal cyst ablation. Phenol was injected through resolve. At this time the marker tip and approx 5cm of catheter broke off in the patient when being removed. Catheter piece is partially in the cyst and partially in the tissue. Catheter piece was left in the patient and follow up CT was scheduled in 6 weeks. Catheter portion that was pulled was disposed of.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.